Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and during irrigation flush, there was an impression that the water flow was slightly weak. After intracardiac insertion, a signal noise at the tip electrode was prominent. The error code was unknown. The event occurred before intracardiac insertion to after intracardiac insertion. Reinserting and replacing the cable did not resolve the issue. The issue was resolved by catheter replacement. The procedure was completed without patient's consequence. Additional information indicated that both issues occurred with one catheter. During irrigation flushing, there was an impression that the water flow was slightly weak; however, the physician judged it to be usable and proceeded to insert the catheter into the heart. Bs ECG at polygraph was available to the physician to monitor patient heart rhythm. There was no error from the irrigation pump. The irrigation issue was found during flushing outside the patient¿s body. The device was used in the patient. Correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation.